Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that coude catheter bulb did not deflate. The nurse tried to remove by adding more fluid and then pull back, but the nurse was not able to add fluid. Then the catheter was removed by cutting the port. After removing the catheter, the bulb was showing inflated and when touched the bulb, it instantly popped although it did not appear to be inflated to the size expected.

Manufacturer narrative:
The reported event was inconclusive due to poor photo sample. A potential root cause for this failure could be "latex pressure too low or too high". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that coude catheter bulb did not deflate. The nurse tried to remove by adding more fluid and then pulled back, but the nurse was not able to add fluid. Then the catheter was removed by cutting the port. After removing the catheter, the bulb was found inflated and when touched the bulb, it instantly popped. Although it did not appear to be inflated to the expected size.